Event description:
I received a dream station 2 after the recall of my original dream station continuous positive airway pressure machine. I'll use the machine several times and then all of a sudden I would be sleeping and getting to about 2-3 hours of sleep and it was as if someone covered the air flow with their hand. I would wake up suffocating ripping my mask off. It started happening so often that I just stopped using the machine. The last time I tried to use the machine was over a year ago. I did try using it sometime in the past year. When the recall happened on the original dream station I stopped using it and I bought a backup machine a resmed airsense 10. With a ton of hours on it and I'm still using it because I can't afford buying a new machine at the moment.